Event description:
It was reported by the customer that a pyxis medstation es system was not crossing over from mar to pyxis. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the medications was not crossing over from mar to pyxis. A field service engineer switched the ip to dhcp and installed a 1.6.1 hard drive image and performed data sync to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.